Event description:
Cook (B)(4) reported for the customer, "placement of port (B)(6) 2010, following chemotherapy. This went all well without any problem. The port was left in place (until check up later on to see if any additional therapy is necessary) in (B)(6) this year pt complained about discomfort. X-ray showed that catheter was disconnected and has moved to pulmonaris. Port still in place. Catheter has been removed completely. Also port has been explanted. Catheter locking sleeve still on port, inside there seem to be leftovers of catheter. (B)(4) to physician, the material looks "melted", as if the catheter has dissolved inside the sleeve and thus disconnected." No section of the device remained inside the pt's body the pt did not require additional procedures due to this occurrence. The product did not cause or contribute to the need for additional procedures. The complainant did not report any adverse effects on the pt due to this occurrence. The complainant did not report that the product caused or contributed to the adverse effect.

Manufacturer narrative:
(B)(4). Product has not been returned for evaluation.